Manufacturer narrative:
Additional excluder devices included in this report: (B)(4). Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, and death.

Event description:
On (B)(6) 2012, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, it was noted that the patient had a large degree of thrombus in the abdominal aorta and aneurysmal wall. The trunk-ipsilateral leg component was deployed as planned. However, the physician had difficulty accessing the contralateral gate due to tortuosity in the patient's right common iliac artery. After multiple attempts, the contralateral gate was successfully cannulated, the graft system was ballooned, and adequate seal was confirmed. Before closing the access site, the physician noted weak pulses in the right lower limb. Endovascular wire access was maintained, and a thrombectomy was performed. Much of the thrombus was cleared, but the patient's right heel remained cold. The physician decided to take a wait-and-watch approach. On (B)(6) 2012, it was reported the patient's condition suddenly changed. He developed acute intestinal ischemia, and then expired. The physician has indicated that the cause of the events (ischemia of the right lower limb and intestinal ischemia) was an embolic shower, brought about by the manipulation of the contralateral leg component.